Event description:
It was reported that during the implant attempt that there was oversensing, sensing difficulty, and noise. A lot of manipulation was done to get the lead across the tricuspid valve, with lots of torquing and a lot of fibrous tissue was noted around the tip. The lead was not used and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.